Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 65 units after the customer loaded a cartridge with 200 units. There was no impact customer's blood glucose. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.